Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer electric dermatome did not properly harvest the graft from donor site. It was reported that a strip of skin was harvested from the right and left sides, but there was no skin harvested in the middle of the graft. Two narrow grafts were obtained instead of one wide graft. It was reported that the patient required an additional donor site harvest to obtain the desired wound coverage. There was no report of increased procedure time or medical intervention.